Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 168 mg/dl. The customer stated that he had to reset the time/date and rewind the pump. The customer was on injections to control the blood glucose. Troubleshooting was not able to resolve the issue. The device was returned for analysis.